Event description:
The event involved a 5 units of transfer set w/clave® (green ring), 0.2 micron filter, check valve w/luer lock where the customer reported that the patient side tubing disconnected from the filter the reporter stated that the device is part of the infusion line connecting the chemotherapy bag to the patient and consists of three main elements: initial tubing (connected to the chemotherapy bag), 0.2micron filter and tubing (connected to the rest of the infusion set, patient side). When connecting the bag to the patient's set, the patient side tubing disconnected from the filter, and this without apparent trauma to the tubing (no fall, the device does not look broken and is whole). Fortunately, the upper tube being still clamped, the product did not leak from the bag. The customer stated that they test the resistance of the connection when setting up the device. The event was reported to have during infusion - when connecting the bag to the patient's set. There was patient involvement; no harm was reported as a consequence of this event.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
The complaint on the 011-h3407 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was reviewed and no non conformities were found that would have led to the reported complaint. H6 section.